Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle.

Event description:
Additional information was provided on (B)(6) 2024 where the sales representative stated that all fragments were retrieved from the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/06/2024, it was reported by a distributor via (B)(4) that an ar-13995n scorpion needle broke off when attempting to fire it through the subscapularis tendon. This occurred during an arthroscopic rotator cuff repair. The repair was completed. No additional information was provided and additional information has been asked.